Event description:
It was reported, the pt experienced a loss of therapeutic effect and no stimulation sensation over weekend. The pt developed an infection and the system was explanted. No further symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).